Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer's mother stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 47 mg/dl. The customer's mother stated that the middle of the display was missing. During the self-test, all of the segments were visible on the screen, but the customer's mother stated that the numbers were difficult to see. Troubleshooting could not be performed for the low blood glucose levels due to the mother's difficulty reading the display. Nothing further was reported.